Manufacturer narrative:
(B)(4). When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that a patient was positioned head first for a pelvic examination using a synergy body coil. After, the examination reddening was observed on the arm of 6 by 2 with a blister of unknown size.